Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, vaginal/uterine prolapse, menometrorrhagia, and a cystocele. The patient underwent the concurrent procedure of an endometrial ablation with novasure. It was reported that post implantation the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia and urinary problems. The patient underwent mesh revision and excision due to erosion on (B)(6) 2012. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02292. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02292. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a suburethral sling placement and cystoscopy on (B)(6) 2014, due to sui with intrinsic sphincter deficiency. No additional information as provided. It was reported that patient underwent revision of mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital due to mesh erosion and bladder outlet obstruction. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with endometrial ablation procedure.